Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a carotid bypass surgery when the patient received a shock and a lead integrity alert (lia) triggered due to high rate non-sustained episodes and short v-v intervals. Electromagnetic interference and inappropriate therapy were suspected. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.